Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had low, high, varying, and open lead impedance measurements on the high voltage (hv) lead. The hv lead impedance measured low using the initial device, during the procedure the lead was connected to the new device and the hv lead impedance measured high. The hv lead impedance was also tested via the analyzer and measured high to an open measurement. The lead was capped and a new lead was implanted. There were no patient complications reported as a result of this event.